Manufacturer narrative:
(B)(4). Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "tpn infusion at 50 ml/hour was infusing through filter tubing when found to be leaking somewhere at the filter. The tubing was changed. There was no harm to the patient." An incomplete date of event of (B)(6) 2019 was provided.